Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. When asked to specify in what way the pump/motor failed, the response was "just return to the spasticity." When asked how the failure in the motor was detected, the response was "in surgery catheter was checked, but was in good condition and return of lcr." The representative did not have the pump logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received lioresal [1500 mcg] at a dose of 182 mcg via an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. It was reported a "fail in pump" occurred. The patient experienced a return of symptoms on (B)(6) 2018. The patient also experienced "overdose symptoms" was specified as spasticity. The issue location was indicated as the device pocket. It was noted the patient was given an "oral dose." The pump was replaced on (B)(6) 2018 and returned. The manufacturer representative was not present at the event. The event did not lead to or extend patient hospitalization and resulted in "no injury." There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was considered resolved as of (B)(6) 2018. The status of the patient was stated to be alive and with no injury. Additional information was received from a manufacturer representative on (B)(6) 2018. It was reported that the programmer had not reported failure in the motor. It was indicated in reference to the previously reported "overdose symptoms" that the patient experienced just a return to spasticity and the doctor decided to change the pump. The information provided was confirmed with the doctor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Lcr was clarified to mean liquid cefalorraquídeo (cerebrospinal fluid).